Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient morphology/pathology, and likely due to the thin and restricted condition of the leaflets. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other mitraclip (61026u151) is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment of the first clip (cds 61026u163). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) grade 4, with very thin mitral valve leaflets and restricted posterior leaflet. The first clip delivery system (cds 61026u163) was advanced to the mitral valve and the clip was deployed, reducing the mr to 2. Approximately 5 minutes post deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The second cds (61026u151) was advanced to stabilize the slda clip and reduce the mr. The clip was deployed, reducing the mr to 2. The gripper line removal was delayed for 5 minutes to ensure the clip would not detach and the line was then removed. Approximately 5 minutes post deployment, the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The procedure was discontinued and the mr remained at 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.